Event description:
It was reported; during a standard check-up of the panta nail instruments, the handle of the t handle is loosened. The device was not in contact with the pt. Additional info received on 10/02/2014. There was no delay in surgery; the issue was detected in the distributor's warehouse.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.